Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot .a review of the DHR found that the lot met all release criteria. Root cause: unable to determine source: phone.

Event description:
Customer reporting 3 potential false positive sars and flu b results (dual positive) on 1 symptomatic patient (patient tested 3 times). Customer states the results were confirmed negative when testing with stand-alone flu and stand-alone sars test. Report 3 of 3 (sars)